Manufacturer narrative:
The reported event of the stylet could not be removed from the lead was confirmed. As received, a complete lead was returned in one piece with a stylet stuck inside the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin, crimp sleeve and cap were found pulled out from the connector assembly slightly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported event of the stylet could not be removed from the lead was isolated to the bunching of the stylet¿s ptfe coating inside the inner coil at the connector region consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet, the lead was damaged due to excessive force. The lead was explanted and replaced to resolve the event. The patient was in stable condition.